Event description:
Customer reported that the insulin pump was not working. The blood glucose reading was 356 mg/dl. She stated that the escape button became unresponsive and did not recall any significant event leading to the issue. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with no button response, due to unlocked keypad connector on lcd board. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.